Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Vibratory alarms were not functioning. The pump case was removed and the vibration motor was found to have failed. Additionally, the keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Unrelated to these issues, the keypad cover was torn off below the ok button.

Event description:
The pump was returned for investigation. Investigation revealed a display failure, a vibration motor failure, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.